Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the insulin cartridge leaked insulin into the cartridge compartment of the infusion device during the hospitalization. The insulin pump was initially removed and put back into operation on (B)(6) 2024. High blood glucose levels were then detected. When the insulin pump was checked, it was found that the cartridge had leaked and there was insulin in the cartridge compartment. The blood glucose value was corrected with an insulin pen. The nurse replaced the cartridge and the infusion set and the insulin pump was back in operation. On (B)(6) 2024, the user had high blood glucose levels of around 30 mmol/l. The blood glucose value was corrected with an insulin pen.